Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: analysis revealed no output and no telemetry. No output and not meeting the 99.9% expected longevity was the result of the battery delivering 10% less then the minimum expected capacity. The most likely cause of this is an undetected cathode underfilling, occuring at the time the battery was manufactured.